Event description:
Adverse event reported while the device was in use: it was reported that a pt became oversedated while receiving dilaudid 1.0mg/ml. The pump was programmed in the pca only mode of delivery with a 0.3mg bolus dose and a 10 minute lockout. The pump was programmed on the nursing floor just prior to transporting the pt to radiology for an MRI. According to the customer contact, the nurse administered either a 0.4mg or a 0.6mg loading dose to maintain the pt's comfort level during the procedure. Next, the nurse attached two extention sets filled with normal saline to the distal end of the syringe/vial set so there would not be any logistical difficulty during the MRI procedure. It was reported that the pt became oversedated, but did not require any medical interventions. There was no info available related the pt's respiration rate or level of consciousness at the time of the reported event. Post event internal investigation determined that the pt had self-medicated themself with unspecified medication prior to being admitted and did not report it to the nursing staff. It was also reported that operator error in programming the concentration has not been ruled out. According to the customer contact, the prescription called for a 1.0mg/ml concentration, but the nurse may have programmed a 0.1mg/ml concentration. There was no info related tothe fluid volume in the syringe/vial after the loading dose was administered. Though requested, there was no add'l info reported.